Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm512.1 implantable collamer lens, -11.50 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens and foreign material (fibers) on lens surface. (B)(4).